Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that they were not told that the patient's ins was turning itself off. Rather, the rep reported that the patient claimed the hcp said they were not charging it enough and it was getting low and would turn off. The rep reported that they helped show the patient about a year ago how to recharge, but that the patient still said they don't understand it very well. The rep reported that they just became aware of the ins turning on and off last week, and that before it was always about how to recharge and what the screen looked like. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that patient is charging too often. Caller states the patient has claimed many times that she charges for extended periods of time without getting her implantable neurostimulator (ins) fully charged. Patient has said that she could charge for six hours and only get 50%. The caller had no other info but states the patient has cognitive issues. Additional info was received and the caller reports the patient has been going to the clinic with the device off and the health care provider turns the stimulation back on. Caller reports the patient has cognitive memory problems. Caller states the patient forgets to charge her device, and when her tremors get worse, she then remembers to charge. The patient has lost her patient programmer and does not have the capability of turning the stimulation on/off. The health care provider says her clinician programmer has shown the patient has been charging to 100%, but after the patient realizes her tremors have returned. Caller further reports patient was never taught how to use the antenna locate feature and therefore does not believe the patient is turning stimulation off. Caller reports the patient's ins has been turning itself off. Caller states patient is not going into over-discharge as they never performed the 60 minutes clock and the patient has been able to charge fine. It was reviewed that the patient should bring their recharge into the clinic, and the recharging statistic should be reviewed, looking at the ins battery voltage at beginning of charge and end of charge. No further complications were reported or anticipated with this event.